Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the oncology infusion lab rn attached a dilaudid syringe to the primary tubing set port above the roller clamp. When the rn opened the roller clamp, the normal saline free flowed so fast that the rn was unable to administer the IV push dilaudid. When the rn turned the roller clamp down, the normal saline continued to flow at a unspecified rate and the pressure pushed the plunger out of the syringe. The dilaudid and normal saline leaked from the back end of the syringe even though the roller clamp was closed. The nurse replaced the tubing without any further issues, and had to get a new syringe of medication to administer. It was confirmed that there was no patient harm as a result of this event. It was later reported that the set was in use for 3 hours prior to the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided. Additional patient information: discharge diagnosis: encounter for antineoplastic chemotherapy.

Event description:
It was reported that the oncology infusion lab rn attached a dilaudid syringe to the primary tubing set port above the roller clamp. When the rn opened the roller clamp, the normal saline free flowed so fast that the rn was unable to administer the IV push dilaudid. When the rn turned the roller clamp down, the normal saline continued to flow at a unspecified rate and the pressure pushed the plunger out of the syringe. The dilaudid and normal saline leaked from the back end of the syringe even though the roller clamp was closed.